Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he called the day before because the insulin pump did not alarm no delivery. He ended up in the hospital. The high pressure test passed. The customer was hospitalized on (B)(6) 2016 due to a high blood glucose level. He had dry heaves. The customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose level was 330 mg/dl or 357 mg/dl. The customer on (B)(6) 2016 was admitted again to the hospital. He was in intensive care unit and was placed on insulin drip. Customer's blood glucose level was 517 mg/dl. The customer treated his blood glucose level with the insulin pump. The customer experienced a diabetic ketoacidosis. He had chest pains. The catheter was also kinked. The customer was also wearing the insulin pump at the time of hospitalization. The device was not returned.